Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced an event occlusion in the infusion set tubing with two infusion sets on (B)(6) 2024. The patient changed supplies as necessary and resumed insulin deliveries successfully. No further information was available.